Event description:
It was reported that during implant, there was no capture on all polarities on the left ventricular (lv) lead. The lead was removed and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.